Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported the cannula did not deploy during pod activation. The patient removed the pod and attempted to withdraw insulin from the pod. The cannula then deployed. The patient was advised to not withdraw insulin already filled inside of a pod. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Timeouts and a drive stall were observed in the pod data during second priming. The pod was received with the soft cannula deployed and formed needle retracted, and so it could not be determined if the brief drive stall contributed to the reported event. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle from deploying. Inspection of the drive mechanism components found no issues that would result in a drive stall. The exact cause of the reported event could not be determined.